Event description:
In 2009, the baxter field service technician advised that a colleague device, product code dnm8151, was serviced for a report of a damaged phm keyboard. The date of incident, the process step, and any pt involvement is unknown. Pt injury/medical intervention was not reported to have occurred.

Manufacturer narrative:
A request for the return of the device has been made. Should the pump be received for eval, a follow-up report will be filed upon completion of an eval or if any additional info becomes available.